Manufacturer narrative:
The device was returned for analysis and is pending evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that during the endoscopic retrograde cholangiopancreatography (ercp), three different single use 3-lumen sphincterotome v were used to complete the case. The coating on the first device was cracked after cutting in the papilla. Therefore, the second device was opened to continue the procedure and after a few times of cannulation in the common bile duct, the cutting wire was broken. There was concern that the cutting wire was left inside the patient. Then a third device was opened to complete the procedure. There was no procedural delay. Additional information was requested about the patients status and outcome but was not received. Related patient identifiers: (B)(6)- captures the first device used that cracked (B)(6)(this medwatch) - captures the second device used. In which the cutting wire was broken.

Event description:
The broken wire was retrieved in the clevercut 3v lumen, however the customer did not provide information on how they retrieved the broken piece in the clevercut 3v lumen. No additional treatment was needed as a result of the issue and there was no unplanned diagnostic imaging to locate the device or confirm it was removed. There is no further planned intervention. The procedure was completed successfully. There was no patient harm.

Manufacturer narrative:
This supplemental report is being created to include additional information received from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the findings are as follows: per the provided video, when the distal end of the tube was pulled out of the duodenal papilla, the distal tip of the cutting wire had already detached from the tube. There were no missing parts in the cutting wire. The outer diameter of the distal tip was measured. No abnormalities were presented. The wire could be operated when the slider was pushed/pulled. The end face of the coated portion of the wire was torn. There were no missing parts in the coated portion. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, it was determined that a spark did not generate by energization. Although the root cause could not be determined, a likely factor causing tears of the coated portion of the cutting wire may be the following: the slider was slightly pushed causing the cutting wire to deflect. The coated portion of the cutting wire was likely rubbed because of contacting a metal area of the endoscope. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿since the cutting wire is very thin, it may break off in the following cases: the distance between the papilla of vater and the cutting wire is very short, the output is too high or activated while the cutting wire touches metal parts of the endoscope, or the cutting wire is tightened too strong. When the cutting wire breaks off, its proximal end will be retracted toward the endoscope if the slider is pulled. If the slider is pushed, the cutting wire will be pushed out toward the papilla or move sideways. If the cutting wire breaks off, stop the output immediately and pull the slider completely to retract the broken cutting wire into the tube. Then withdraw the sphincterotome from the papilla. Otherwise, patient injury, such as perforations, bleeding, or lacerations within the biliary duct, and/or damage of the endoscope could result.¿ ¿when inserting the instrument into the endoscope, be sure that the cutting wire is parallel to the tube. Otherwise, the metal part of the forceps elevator may contact the cutting wire and peel off the coating material.¿ this supplemental report includes a correction to g2 and h4 from the initial medwatch. Also, an update has been made to h3. Olympus will continue to monitor field performance for this device.